Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc board was analyzed and found to have no functional issues and completed all relevant testing without any issues. The complaint was confirmed based on error logs, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined as the ccc board had no functional issues during testing and the fse was unable to replicate the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse experienced no faulting or system shut downs during testing. Fse cleaned all fiber connections and wires and replaced pn: 656810-21 common compute controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system experienced a repeated non-recoverable error and shutting down. After restarting, the system shut down again immediately. Error logs indicated a fiber-related 31089 error pointing to the tower ccc, specifically related to the aurora link error at the blue fiber port 1. The surgeon decided to complete the remaining part of the procedure using laparoscopy.